Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure. According to the complainant, during the procedure, the first band fired; however, subsequent bands failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal variceal banding procedure. According to the complainant, during the procedure, the first band fired; however, subsequent bands failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the strap, tripwire, spool, suture, ligator head and inject line were returned for analysis. The suture, which was attached and tangled around the tripwire, had broken away from the ligator head. There were six blue bands and one white band present on the ligator head and they were found ¿rolled up¿ on one another. The teeth of the ligator head were found damaged. Additionally, the tripwire was bent in several locations along its overall length. No damage was found to the injection line. Slight indentations were found in the groove of the spool, which is an indication that the tripwire may not have been cinched properly, ultimately creating slack in the wire. Functionally, the handle was able to be rotated and clicks approximately every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the suture had broken away from the ligator head and the tripwire was bent and may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.